Event description:
It was reported that the pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to continue using the current pump for insulin therapy.